Manufacturer narrative:
Imdrf code a0402 captures the reportable event of balloon burst.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used in the esophagus during an esophagogastroduodenoscopy (egd) with dilation procedure performed on (B)(6) 2023. During the procedure, upon dilation of a stricture, the balloon burst at approximately 4.5 atm. It was noted that the balloon did not reach its maximum capacity and no issues were noted prior to the procedure. The customer stated that no pieces of the balloon detached inside the patient. The procedure was completed with another cre fixed wire dilatation balloon. There were no patient complications reported as a result of this event.